Event description:
It was reported that the home patient (hp) reconnected the transfer set to the titanium adapter after the transfer set had disconnected while the patient was taking a shower. The technical service representative (tsr) assisted the hp with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device.  The guide instructs the user to use aseptic technique to reduce the chance of infection any time you handle fluid lines.  Contaminating any part of the fluid path may result in peritonitis, serious patient injury, or death. A review of the label for the product family will be conducted.  If any additional relevant information is obtained from that review, a supplemental report will be submitted.